Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/11/2015 with the following findings: the pump was powered on and the display screen was noted to be dim and the display was found to have a reddish hue. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display was dim and discolored. This report is made based on the results of evaluation completed on 08/11/2015.